Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 308 mg/dl. The customer also experienced vomiting and body aches. The customer had experienced high blood glucose levels for the past one to two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.